Manufacturer narrative:
The device was in clinical use at the time of the event; however, no further details were available. No patient or user harm reported. The customer reported that the flow sensor assembly was replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the customer has a v60 and is getting a low leak co2 rebreathing risk alarm. The customer verified in the pneumatics screen the average air was 0.4 and the average o2 was 0.1. The device was in clinical use at the time of the event, however there was no patient/user harm reported. The remote service engineer (rse) provided the customer the latest service manual rev r. While using the old manual rev k, it was failing, but the customer could not tell the actual test it was failing. The customer will perform the performance verification test (pvt) using the latest service manual. The customer tested the unit with the latest service manual, and the pressure and flow test were very far out of tolerance. The rse recommended replacing the flow sensor assembly.